Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application kept crashing when it was attempted to launch the application. It was noted that the screen loaded for approximately two seconds and subsequently crashed. It was further noted that in other instances the application loaded until the point where the application could be connected to the base or patient connector, however an hourglass subsequently appeared and the application crashed again. Troubleshooting steps were taken including an uninstall followed by a reinstall of the application which resolved the issue. There was no patient involvement.